Event description:
It was reported that the unspecified bd vacutainer® blood collection tube "pushed back" from the non-patient end needle during the blood draw. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "after further review with the phlebotomist and the offices that were complaining, it really wasn't an issue with the tops popping off, it was giving push back on some of the draws and that's all it is."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube "pushed back" from the non-patient end needle during the blood draw. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "after further review with the phlebotomist and the offices that were complaining, it really wasn't an issue with the tops popping off, it was giving push back on some of the draws and that's all it is."